Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, the customer reloaded the cartridge and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.